Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. Cine imagery was provided by the field and the following was observed: thv dislodged from the delivery system in the descending aorta. Delivery system within esheath without crimped. The complaints of withdrawal difficulty and thv dislodged off balloon were confirmed by provided imagery. However, due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''upon insertion of the commander delivery system, the guidewire was lost from the left ventricle. Therefore it was decided to remove the commander delivery system with crimped valve again in order to reposition the wire'', and ''due to improper handling of the commander delivery system, the crimped valve dislodged from the commander balloon and remained in the descending aorta.'' It is possible that the improper handling mentioned of the device during withdrawal may have been a result of patient and or procedural factors. However, it is unclear as to what those factors maybe. Excessive device manipulation potentially used during this mishandling could have resulted in the reported withdrawal difficulties because of sub-optimal angles created during system retrieval. Additionally, with the crimped valve on the delivery system, these movement could have further dislodged the valve from its initial position, resulting in the reported thv dislodged off balloon. A definite root cause is unable to be determined at this time. However, available information suggests that procedural factors (excessive manipulation, loss of guidewire placement, non-coaxial withdrawal (crimped valve), valve not against flex tip, crimped valve interaction) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. The complaint of valve alignment difficulty was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''inappropriate movements of the delivery system caused the valve to misalign''. Case note clarification specified that the proctor in this case made inappropriate movements cause the valve to be misaligned. It is possible that excessive manipulation caused the valve to become dislodged distally off the inflation balloon, which may result in the valve no longer being positioned against the flex tip, leaving the valve struts exposed and potentially catching on the sheath tip during withdrawal attempts. It is possible that the non-coaxial withdrawal configuration, in addition to exposed struts of the valve, may have resulted in the crimped valve catching on the sheath tip and causing the reported withdrawal difficulty. This in turn may have resulted in the thv becoming dislodged off the balloon when excessive force was applied during the withdrawal attempt. However, without applicable procedural imagery, a definite root cause is unable to be determined at this time. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in panama. As reported, this was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, upon introduction of the commander, the confida guidewire fell out of the left ventricle, that is why it was attempted to remove the delivery system to reposition the guidewire. However, due to improper handling of the delivery system, the crimped valve dislodged from the commander and remained in the descending aorta. Through the use of balloons, the valve was expanded but it was implanted in the descending aorta. Finally, it was decided to open another 23mm sapien3 valve, which was successfully implanted in the native aortic valve. The patient did not suffer any injury. Patient condition was stable.